Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent, on-going occlusion alarms which resulted in the customer experiencing an elevated blood glucose (bg) level of over 500 mg/dl. It was reported that the customer went to the emergency room (ER) for this issue. Customer mentioned that they had high ketones, but did not identify to be life threatening. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2023, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.